Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter e-mail: (B)(6).

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer reports that during blood drawn, the negative pressure of the yellow test tube was not enough when the blood was drawn. The following information was provided by the initial reporter. The customer stated: "the patient's b-ultrasound showed a live ectopic pregnancy, and the intravenous access was established according to the doctor's advice. The blood was drawn to complete the preoperative preparation, but the negative pressure of the yellow test tube was not enough when the blood was drawn."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint cannot be confirmed for low draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer reports that during blood drawn, the negative pressure of the yellow test tube was not enough when the blood was drawn. The following information was provided by the initial reporter. The customer stated: "the patient's b-ultrasound showed a live ectopic pregnancy, and the intravenous access was established according to the doctor's advice. The blood was drawn to complete the preoperative preparation, but the negative pressure of the yellow test tube was not enough when the blood was drawn."